Event description:
A pt reported experiencing inaccurate high results with a ot basic enhanced meter. The pt's blood glucose results were 157mg/dl, 109mg/dl, 109mg/dl. Tests were done < 10 minutes apart with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.